Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of over 600mg/dl. The customer stated that her glucose level was treated with insulin drip. Troubleshooting was declined, and the customer requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.